Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally it was reported that an altitude alarm occurred. Blood glucose was not impacted. Reportedly, the alarms were cleared and customer continued insulin therapy.